Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced an issue with infusion set was leaked. The location of leakage was at site. The infusion set was in use for 3 to 4 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).